Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has helium showing empty while it's not. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 larry spoke and stated the service call is not needed. Then spoke with cristina and she confirmed that it was an operator error and tank was replaced, the helium bottle is now connected to the unit correctly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(investigation conclusions).

Event description:
N/a.